Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. Additional information received from the user facility states no other devices were involved in the event. There was no delay in the procedure. This device failed in the beginning of the procedure. The same device was not used to complete the procedure. There were no other devices replaced during the procedure. The manual for the product and manuals of all other equipment that was used was followed. It was confirmed that the camera head was compatible with the ancillary equipment used. The instructions for reprocessing are followed in chapters 5 through 8.the device was inspected prior to use. There were no abnormalities noted upon inspection. The device is being stored wrapped and sterilized on the shelf. The camera cable does not appear to be damaged. The brightness was adjusted or the ancillary equipment is being used with automatic brightness control. No equipment is being used to attach the camera cable. No debris was wiped off. The type of endoscope being used with the camera head is olympus. There were no kinks, twists or buckles in the cable cord. The instructions are being followed for cleaning, disinfection or sterilization. No errors, alarms or alerts were received. The settings on the device are unknown. In addition, the legal manufacturer (lm) reviewed the content of this complaint. As an evaluation result, it is ""no picture"" due to faulty ccd unit."" Therefore, it is assumed that image does not show caused by ccd defect that occurred by handling under ccd stress. The lm reported that likely the malfunction was caused by the user¿s handling. Thus, it considered that the malfunction is not attributable to the supplier.

Manufacturer narrative:
The device was returned to the service center for evaluation. The unit was visually inspected and no physical damage was noted. The unit¿s images quality was checked and no image was observed. The customer¿s complaint of ¿no image¿ was confirmed due to faulty a charge coupled device (ccd) unit. At the customer¿s request, the unit was returned unrepaired.

Event description:
The service center was informed that during an unspecified procedure, the camera had no image. It is unknown if the intended procedure was completed. There was no patient injury reported.